Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the distal shaft separation. Eval summary: quality assurance analysis revealed the balloon dilation catheter was returned with blood and contrast visible in the balloon, inflation lumen and in the guide wire lumen. The balloon was loosely folded. The shaft inner and outer members were separated 114.8 cm distal to the strain relief tubing. The separated edges were stretched and jagged. The guide wire exit notch was torn at the distal end for a length of 1 cm. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile (distal balloon seal outer diameter) and this met manufacturing criteria. The collapsed 2/3 balloon profile was not measured due to the damage to the balloon catheter. Product performance engineering reviewed the incident info. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. In addition, factors that may contribute to kink damage include, but are not limited to, manufacturing, handling during removal from packaging, preparation of the catheter, patient anatomy, placement technique, and amount of support provided when loading the catheter onto the guide wire. Reportedly, the shaft kinked during an attempt to maneuver around a sharp turn in the vessel suggesting that the kink may be related to circumstances of the procedure. Still, since the patient anatomy was not reported, no conclusive root cause for the kink could be determined. The catheter was returned with blood and contrast visible in the guide wire and lumen and the balloon, which was loosely folded. This is consistent with the reported info that the device was prepped for use, inserted into the body and suggests that positive pressure may have been applied to the device at some point during the procedure. In addition, dimensional analysis indicated that the crossing profile met manufacturing criteria; however, the 2/3 balloon profile could not be measured due to the condition of the returned device. Shaft separations may be due to numerous factors including, but not limited to, manufacturing, materials, handling prior to and during the procedure, removal technique from packaging, patient anatomy, or associative device interaction. In this case, the presence of blood in the inflation lumen and balloon is consistent with the report that the shaft separation occurred while the catheter was inside the guiding catheter. Both ends of the separation were also observed to be stretched and jagged, suggesting that the separation may have related to tensile overload (material stress/fatigue). Although no resistance was reported in this case, it is possible that during the procedure, resistance was encountered at some point such that tension was applied to the catheter. As a result of the tension, the kink in the shaft could have subsequently separated during an attempt to retract it through the guiding catheter. The guide wire exit notch was also found to be torn, though, this type of mechanical damage appears to have resulted from an interaction with the guide wire. Tearing of the guide wire can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. Based on the info received with this complaint and the returned device analysis, a conclusive root cause for the failure to cross and subsequent shaft separation cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that the balloon catheter was being manipulated around a sharp turn in the vessel and a severe kink in the shaft occurred, which subsequently caused the shaft to separate in the guiding catheter. All devices were removed successfully without any patient effect. No add'l event or patient info is available.